Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the battery gauge on the joystick reads full, but when you plug the charger in, the charger reads that the batteries are empty. Dealer states that the chair will only go a short while before the chair cuts off completely.